Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was reported while navigating. Initially, it was reported that the surgeon was accurate in the lateral sinus, but later in the procedure the surgeon felt several millimeters inaccurate in the sinus. It was noted that the region of interest was in the yellow zone of accuracy in the application software with a metric of 1.5 millimeters. The surgeon then re-registered the patient and continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that the imprecision was greater than three millimeters.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the imprecision was greater than three millimeters.